Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory. An x-ray analysis showed lead tip/helix appeared slight deformed, and a fractured outer coil approximately 19 cm from the terminal end consistent of clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported this right ventricular (rv) lead was explanted due to noise, oversensing and pacing inhibition with asystole less than 2 seconds caused by suspected subclavian crush. In addition, the patient was experiencing lightheadedness. No additional adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead was explanted due to noise, oversensing and pacing inhibition with asystole less than 2 seconds caused by suspected subclavian crush. In addition, the patient was experiencing lightheadedness. No additional adverse patient effects were reported.